Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing an irritating cough with a lot of phlegm and lightheadedness. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. At the time of the complaint, the patient had not seen a physician; however, was making plans to do so. The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. The software was upgraded, the error log cleared, and the listed components were replaced. The device passed the final test. There was no mention of foam degradation being found nor foam particles visible.